Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d234trk cardiac resynchronization therapy defibrillator implant date (B)(6) 2011; product ID 693565 implantable pacing lead implant date (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular lead (rv) exhibited fluctuating impedances over the last 80 weeks. The left ventricular lead (lv) capture threshold has doubled in the past two weeks as well. Both devices remain in use. No patient complications have been reported as a result of this event.